Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump shuts off and turns back on randomly. Customer's blood glucose was unknown. Customer reported to have had a failed battery test. Customer also reported to have to bump insulin pump in his hands in order to continue bolus. While on the call, display screen turned back on. Customer was not able to continue troubleshooting.